Event description:
Product complaint noted the device was used for two anastomosis attempts and ended with no flow for the anastomoses. No pt complication reported,no additional event details were provided.